Event description:
A report was received that the clinician was performing a abg draw and was splashed by blood. Reportedly the technician removed the cannula and was attempting to expel air through a filtered endcap when the endcap popped-off splashing blood in the technician's face. The technician reportedly underwent testing consistent with blood exposure.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.